Event description:
The pt reportedly had a csf leak (date not given). In 2004, the pt was hospitalized with bacterial meningitis. The pt was transferred (date not given) to another hospital for further treatment. In novemeber 2004, the pt underwent surgery to seal the csf leak. The cochleostomy was repacked during surgery. Post-operative testing performed on the pt's device confirmed that it was functional. The pt's device remains implanted.